Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex artery. Following pre-dilatation, a 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. When the inflation device was inflated, the balloon was not inflating and it was noted that there was a leak in the stent delivery system. The device was attempted to be removed; however, the stent became dislodged and was caught in the guide, in the left vein. The physician tried to re-crossed it with the same balloon, but it was unsuccessful. Different techniques were attempted, smaller balloons were used, and had to go and get access into the right groin and eventually was able to re-cross the lesion and crushed the stent against the artery wall with the 3.5x20 synergy stent. No further patient complications were reported and the patient was fine.